Event description:
Ous MDR - "loss of capture" was reported one day after the implantation. The exact explantation date was not given. The user assumes that a lead breakage occurred in the proximal region. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the properties of the lead were tested during the analysis. There were no deviations from the technical specifications, which could be the basis of the clinical complaint. There was no indication for material or mfg error.